Event description:
It was reported that there were 2 bd vacutainer® barricor¿ lh plasma blood collection tubes that had different cap colors. The following information was provided by the initial reporter: in one tray of barricor tubes there are two caps with two different colours.

Manufacturer narrative:
Investigation summary: bd received one photograph from the customer in support of this complaint. The attached photograph was evaluated and revealed 2 tubes with different colors caps. Additionally, 100 retained samples from the bd inventory were visually inspected and no defects were found. Bd was able to confirm the customer¿s indicated failure mode based on the photograph attached. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.